Event description:
The dialysis unit was using a hovermatt with the (B)(4) pump on an in-patient with an (B)(4). The staff had the motor running at low pressure to relieve the discomfort for the pt. The staff had lowered the side rail on the stretcher and left the pt unattended. When the resident shifted his weight with the motor running at low pressure the hovermatt was inflated enough to have him slip off the stretcher. Narrative was taken directly from the hospital description form: (B)(4).

Manufacturer narrative:
The label on the hovermatt clearly states: "do not leave pt unattended on inflated hovermatt." The incident was caused by staff error, the pt was left unattended while the hovermatt was still inflated. According to the hospital description form the staff has been retrained by the facility key operators. The individual interviewed did state that it was a nursing error, leaving the pump running, the side rail down, and leaving the pt unattended.